Event description:
It was reported that during a procedure for a left shoulder massive rotator cuff tear, a piece of the anchor broke off while being applied into the bone. The piece of metal was lodged into the anchor and not free-floating in the patient. An x-ray was performed and it was decided not to remove the metal piece. The procedure was completed with the same device with no significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the inserter broke off and remained within the anchor. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: excessive force placed on the inserter during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the risk management, manufacturing and complaint records were performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Without clinically relevant supporting documentation and/or product return and evaluation, the complaint could not be fully confirmed. The root cause of the retained foreign body, which was most likely a fractured metal inserter tip, could not be concluded. The instruction for use does provide precautions and warnings in regards to proper use of the instrument. Reportedly, there was no patient harm due to the retained fragment, additional imaging and/or the minor surgical extension. Possible patient impact (albeit unlikely, as the metal was reportedly lodged inside the anchor) includes corrosion, local irritation/discomfort, and/or migration of the foreign body but this could not be definitively determined. No further medical assessment can be rendered at this time.